Manufacturer narrative:
Update: additional information received indicates that this event is now reportable for serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the ins had been replaced due to normal battery depletion. The hcp has scheduled a corrective procedure and the issue was not yet resolved. The cause of the impedance issue was not determined.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported therapy was not working after replacement of the implantable neurostimulator (ins). After surgery at the nurse department for programming the therapy, there was no signal of the electrodes. Impedance measurement found all 4 electrodes > 4000 ohms on the existing lead except for combination c1 (615 ohms). Tried different programs and several combinations of electrodes. The issue was not resolved at the time of the report. There were no further complications reported and/or anticipated.